Event description:
It was reported that the core sumex drill has a cut in the cord. The cut was noticed during cleaning. There was no pt involvement and no adverse consequences associated with the device. No further info was provided.

Manufacturer narrative:
The customer is declining to return the product at this time. If add'l info becomes available and the device is returned a follow-up report will be submitted.